Event description:
The therapist couldn't make changes to ventilator and it kept alarming. The manufacturer sent out local field service. He came out to replaced uim (display). Checked out device and returned to service.